Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a splenic aneurysm embolization procedure, a shaft fracture occurred. During deployment of a interlock 18 coil through the direxion catheter, the nickel outer shaft of the catheter split 20mm from the hub, this was located outside of the patient. Upon removal of the device the inner shaft also separated, the physician cut the catheter to aid in the removal of the distal portion of the device. The procedure was completed with a non-bsc micro-catheter and coils. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was returned in three sections. At 29.5cm from the proximal end, the nitinol and liner is fractured/ detached. The 108.85cm of the remaining shaft is detached from the proximal end of the catheter. The 33.1cm of liner was detached from the inside of the catheter. The liner separated from the shaft was cut at one end and stretched at the other. The entire device was inspected for any kinks, bumps or other defects. The 33.1cm detached liner contained kinks at the section that was cut during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a splenic aneurysm embolization procedure, a shaft fracture occurred. During deployment of a interlock 18 coil through the direxion catheter the nickel outer shaft of the catheter split 20mm from the hub, this was located outside of the patient. Upon removal of the device the inner shaft also separated. The physician cut the catheter to aid in the removal or the distal portion of the device. The procedure was completed with a non-bsc micro-catheter and coils. No patient complications were reported.